Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that a revision shoulder surgery was performed due to loosening and abrasion of the glenoid component. Update avoe 06-jun-2023. It was further reported that the initial surgery took place in 2015 at the (B)(6). During the revision surgery on (B)(6) 2023 the patient was treated with a conversion to an inverse ascend from stryker.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.